Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery on (B)(6) 2020 due to dislocation after the patient fell. Surgeon explanted ø36/+9 standard humeral cup, ø36 centered glenosphere with screw, ø24 glenoid baseplate and implanted a new excentred head 50x20 with adapter. Primary surgery on (B)(6) 2017.